Event description:
Customer reported 1 false positive sofia sars result for 1 asymptomatic (off label use) patient tested for pre-surgery screening. The customer communicated that the result was confirmed negative through pcr testing.

Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.